Manufacturer narrative:
**Resubmission of initial report as per FDA on 7/28/20** the eswl procedure was performed at moderate parameters with 2000 shock waves and energy level of 1.5. The stone was completely fragmented even with these low parameters. With this information it is assumed that the stone was centered correctly in the beam of shock waves and no other surrounding body parts were affected. Due to the moderate parameters used during the procedure, it is assumed that the patient has highly sensitive vascular wall, which may have contributed to the injury. A supplemental report will be submitted if additional information becomes available. This report was submitted september 28, 2016. Customer's address: (B)(6).

Event description:
Siemens became aware of an adverse event with a patient who had received an extracorporeal shock wave lithotripsy (eswl) treatment on the modularis variostar system and was released to go home. The patient complained of pain not decreasing and blood in his urine. Following his urologist recommendation the patient went to the emergency room where an arterial bleeding was found. The patient received an embolization to stop the bleeding. The reported event occurred in (B)(6).